Event description:
On (B)(6) 2006, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2011, the patient underwent another procedure to place an aortic extender and palmaz stent as proximal extensions to the trunk. The patient tolerated the procedure.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.